Event description:
It was reported that when the lead was going to be implanted, the nurse noticed a "fault on the lead." The insulator was broken. A new lead was taken from the shelf and implanted.

Manufacturer narrative:
(B)(4). Final device analysis of the extension revealed no anomalies. Final device analysis of the lead revealed the following: lead is electrically ok. Outer insulation is torn underneath the #0 connector sleeve. The stylet was not received. Final analysis: insulation broken/torn under the connector sleeve. Reason for late MDR due to implementation of process improvement.